Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer number: 2017865-2022-06104. Related manufacturer number: 2017865-2022-06106. It was reported that the patient's implantable cardioverter defibrillator system was infected. The system was removed. The patient's status was unknown.